Event description:
The customer had initially reported her sensor glucose and blood glucose values not being close to each other, and having discontinued use of sensors the previous year. Customer also reported having a blood glucose value of 500 mg/dl on (B)(6) 2015, and that she changed the set and then her blood glucose value was lowered. Customer declined troubleshooting, and her current blood glucose value was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.